Event description:
The customer complained that a nonreproducible, (B)(6) result was obtained from a single patient sample on a vitros 5600 integrated system. Vitros (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside of the laboratory; however, no treatment was given, changed, or withheld based on the initial vitros (B)(6) result, and a corrected report was issued to the physician. There was no allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found that a nonreproducible, (B)(6) result was obtained from a single patient sample on a vitros 5600 integrated system. The assignable cause was attributed to user error. The investigation concludes the (B)(6) result was the result of pre-analytical sample mix-up that occurred prior to sample processing on the vitros 5600 integrated system. There is no indication that the vitros 5600 integrated system or the vitros bhcg reagent malfunctioned.